Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet and also administering external subcutaneous insulin by pen, including a described blood glucose value of 400 mg/dl after a larger-than-usual breakfast, with the user expressing concern that the ilet was not dosing properly despite routine site changes and no reported occlusions or alarms. Symptoms included frequent urination and dry mouth. Outcomes included increased use of insulin and accelerated consumption of supplies, with no reported hospitalization. Investigation included customer care troubleshooting and education with transfer to the clinical support line for further assistance. Investigation of this case revealed no device alarms or site issues, and the event was characterized as hyperglycemia of unclear cause while the user was concurrently using external insulin and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.